Manufacturer narrative:
The patient opened the side rail and they were trying to exit the bed to help other patient at the hospital. The allegation that the nurse claimed was an "exit alarm" was on but could not be heard. It should be noted, varizone movement system detects patient¿s movements, however it will not restrain the patient from leaving the bed. The arjo beds are equipped with the side rails that can be used in accordance with site-specific policies); however, they do not eliminate the possibility of intentional patient exit. Citadel bed frame system instruction for use (IFU, 830.213 rev.15) includes below information about patient fall risk: ¿to minimize risk of falls or injury, the bed should always be in lowest practical position when the patient is unattended.¿ ¿caregiver should always aid patient in exiting the bed. Make sure a capable patient knows how to get out of bed safely (and, if necessary, how to release the side rails) in case of fire or other emergency.¿ IFU (830.213 rev.15) also includes information about bed exit alarm and its sensitivity: ¿the patient movement detection system can be set to alarm when undesired movement occurs. The sensitivity of the patient movement detection relative to the center of the deck, can be varied incrementally.¿ "the patient movement detection function should be checked periodically for correct operation and before each new patient uses the bed." ¿in bed ¿ this button activated/ deactivates patient movement detection and increases the sensitivity of the system.¿ ¿patient movement detection threshold display ¿ an indicator shows current system status and the selected sensitivity of patient movement detection.¿ ¿egress ¿ this button activates/ deactivates patient movement detection and decreases the sensitivity of the system.¿ ¿before using patient movement detection, verify that the alarm can be easily heard by caregivers. Example: at nurse¿s station.¿ the arjo device did not fail its specification since no device malfunction was found. The device was used for the patient treatment at the time of the incident. The complaint was assessed as reportable due to the allegation that the patient fell out of the bed. No injury was sustained. No UDI information is available; the device was manufactured before UDI implementation.

Event description:
It was reported during the bed pick up that the patient fell out of bed. No injury was sustained. The customer indicated that the patient was trying to get out of bed. They reached over the left head side rail and released it. Subsequently, they fell out. The staff performed a head and a spine computer tomography scan. No injury was sustained. The nurse claimed that at the time of the fall, the varizone movement detection system was on and did not sound. The arjo consultant, during the bed delivery, offered the training on the bed functionality; however, the training was declined. The bed was swapped to the service center. The bed evaluation was performed including the patient's movement system functionality. No malfunction was found.